Event description:
The customer reported that during lumbar surgery, the small clear sleeve covering the shaft fell off the electrode. Nothing fell into the patient cavity. All pieces were accounted for and removed from the field. There was no patient injury. Medsun reference# (B)(4).

Manufacturer narrative:
(B)(4). . Evaluation of the incident sample found eschar on the tip of the blade. The clear insulator was melted at the end where eschar had built up on the tip. Heat or damage to the electrode caused the clear insulator to disengage. The tip was bent as if force had been applied. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode becomes damaged it should be discarded.